Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings of >2000. It was stated the pt had a history of high impedance readings. Troubleshooting was suggested, but no pt outcome was reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR report # 3004209178-2011-04168.